Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd allergy syringe tray in bd precisionglide¿ permanently attached needle there was an issue with sterile breach. There was no report of injury or medical intervention.

Manufacturer narrative:
Customer returned (1) loose 1cc bd allergy syringe without any packaging. Customer states that the needle is crooked and poking out of the cover; it was bent up against the cap. The returned syringe was examined and exhibited the cannula bent through the shield. A review of the device history record was completed for batch #8015601. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for needle through shield include: manufacturing process: needle was bent during the shielding process and was not detected at the point inspect machine, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production.

Event description:
It was reported with the use of the bd allergy syringe tray in bd precisionglide permanently attached needle there was an issue with sterile breach. There was no report of injury or medical intervention.